Manufacturer narrative:
A service engineer (se) inspected the device and replaced breath delivery (bd) alarm. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator did not pass the breath delivery unit (bdu) audio test during extended self-testing (est). The issue was noted to be an out of box failure. The ventilator was not in use on a patient at the time of the event.